Event description:
The facility reports while transferring the pt from the commode, the pt's left leg lifted off the step of the lifter. The aide/nurse was unable to get the pt's foot back on the lift. They tried to put the resident on the bed or chair, but were unable to with the position of the leg, so, with help, they lowered him to the ground. In the process, the resident's right arm started to hurt. He took his arm out of the lift sling and was lowered to the ground slowly. Resident had sustained a fractured shoulder.